Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic colon-resection, the ligasure device would not always coagulate tissue. The activation and end tones indicating a full seal cycle would be heard, but the seal was not complete. No patient injury occurred, and a new device of the same type was used to complete the procedure.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: (B)(6) 2016. One used ls1037 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the used device found no defects. Mechanical testing confirmed that the jaws opened and closed normally using the handle. Additional testing was performed on porcine kidney tissue with multiple seals on vessels of various sizes, and pressing different locations on the activation button. All seals were completed successfully and end tones heard each time, indicating completed activation cycles. The investigation found the device to function normally and within specifications. Review of the device history records for this lot found no irregularities, and that it had been released after passing all quality requirements.